Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the pump was determining incorrect bolus calculations. Allegedly, the pump was subtracting instead of adding the blood glucose correction. The patient¿s a1c levels were reportedly elevating, which does not meet animas¿ criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 04/17/2014-device evaluation: the pump has been returned and evaluated by product analysis on 04/02/2014 with the following results:a review of the black box and history showed no activity outside of normal use. Using the programmed settings, ez bg and ez carb deliveries were calculated both manually and with the pump; both with the same result. Advanced boluses were performed and recorded in the history at the correct time and order. Unrelated to the complaint, evaluation revealed a dim and discolored display screen.